Event description:
The customer reported that the fluoroscopy device is not working and adjustment of fluoroscopy was impossible due to mechanical failure of motor. Also adjustment of fluoroscopy ma is unstable.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA on 05/09/2011.